Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.